Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery was not recognized in either the mrx or cadex chargers. The power indicator light would not illuminate. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating the battery was completely depleted or faulty. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 16.53v. Upon installing the battery into a known working mrx without an external power source, the unit displayed ¿external power interrupted¿ and ¿shutting down now¿ messages accompanied by an error tone. The device subsequently failed to power up indicating the battery was faulty and not being charged. The battery was then removed from the mrx device and inserted into the cadex c7200 battery analyzer, where the battery was recognized and seemed to be charging. Although the charger indicated the battery was fully charged (¿ready¿ led indicator lit), the battery was still unable to power up the mrx reference unit and the battery capacity test still showed no led indicators illuminated suggesting the battery was faulty. Upon conclusion of the analysis, the reported problem was verified and it was confirmed that the battery was defective.

Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit was faulty due to a gas gauge latch up. In this condition the battery is not functional as the smbus communication is blocked. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery was not recognized in either the mrx or cadex chargers. The power indicator light would not illuminate. There was no patient involvement.

Event description:
It was reported to philips that the battery was not recognized in either the mrx or cadex chargers. The power indicator light would not illuminate. There was no patient involvement.